Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise was noted on the shock channel during a ventricular tachycardia (vt) episode. As the noise was reproducible a right ventricular (rv) lead fracture was suspected. The physician reprogrammed the rv lead until the lead revision procedure could be performed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The lead was returned in two segments. Both segments were confirmed to be electrically continuous. As a result, the clinical observations could not be confirmed.

Manufacturer narrative:
It was indicated a portion of the lead would be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Subsequent information was received that this lead was explanted and replaced. No additional adverse patient effects were reported.